Event description:
One patient who underwent rf ablation of unresectable liver lesion(s), had excessive bleeding (bleeding/rupture) caused by hematoma formation a few hours after rf ablation that required reoperation.